Manufacturer narrative:
(B)(4).

Event description:
The customer initially stated that they had been getting abnormal sipper probe movement alarms due to a system reagent getting low and the system switching over to a new bottle on the e602 analyzer. The customer stated that about six patient samples had no results that were generated and then repeated with results. It was explained to the customer that the sipper probe may have aspirated air during the switch over causing the samples to have no results. The customer performed an additional repeat of 5 samples that had questionable results. Of the 5 samples, three had erroneous results that were reported outside of the laboratory for the elecsys prolactin assay (prl) and the elecsys ferritin (ferr) test.. The first sample initially resulted as 10 ng/ml for prl and this value was reported outside of the laboratory. The customer called the patient for the prl result and the doctor had not acted on the result provided. The sample was repeated and resulted as 29 ng/ml for prl. The repeat result was believed to be correct. The second sample, from a (B)(6) male, initially resulted as 36 ng/ml for ferr. The initial value was reported outside of the laboratory. The sample was repeated and resulted as 94 ng/ml for ferr. The sample was also repeated a second time, resulting as 97 ng/ml for ferr. The repeat result was believed to be correct. The third sample, from a (B)(6) female, initially resulted as 37 ng/ml for prl and this value was reported outside of the laboratory. The sample was repeated, resulting as 50 ng/ml for prl. The repeat result was believed to be correct. The customer stated that the sample was from a sister site and that she would call the site with the corrected result. It was asked, but the customer did not know if either the first or second patient were adversely affected. No adverse events were alleged for these patients. The third patient was not adversely affected. The prl reagent lot number was 14357700, with an expiration date of 09/30/2017. The ferr reagent lot number was 13307000, with an expiration date of 06/30/2017. The field service engineer could not determine a cause. He checked the reagent flow path for the system reagent and stated that he could not determine any causes for the system reagent bottle to run empty with no warning. The customer was advised to ensure bottle sets are full when updating inventory levels. He replaced the sample probe and adjusted voltage due to intermittent liquid level detection alarms that the customer received. He checked all probe adjustments and checked for proper liquid level detection. He checked the mixing paddle for proper operation. He also checked pinch tubing, seals, and the gripper. He observed proper core and gear pump pressures during operation. He ran performance testing and this passed successfully. No further abnormal sipper probe movement alarms or result discrepancies were observed during bottle change-over. The customer ran controls and all recovered within guidelines. Upon investigation, the alarm trace indicated that there were abnormal sample aspiration alarms after the first sample was loaded on the system. The reason for this alarm could be that the sample tube was not sitting straight in the rack and the sample probe may have touched the wall of the sample tube while aspirating the sample. It was recommended for the customer to use tube adapters in their racks if working with 13mm diameter tubes and to always verify that tubes are placed correctly in the rack.